Event description:
It was reported that the surgeon inserted and removed an aq2015a three piece silicone lens. The posterior capsule was torn and a vitrectomy was performed. Further information was requested from the surgeon but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted.

Manufacturer narrative:
Results: a work order search was performed and there were no similar complaints found.